Event description:
The following event was notified to femcare-nikomed via FDA medwatch report mw5041246 "operational portion of the filshie clip applier broke off and required a return to surgery to retrieve".

Manufacturer narrative:
The report was rec'd by femcare-nikomed through the FDA medwatch programme. No investigation can be conducted because there is no product or user information provided. Femcare-nikomed has no record of any complaint that can be matched to the FDA report. Femcare-nikomed is filing this report based upon the apparent clinician opinion that surgical intervention was required to prevent serious injury.